Event description:
A report was received that stated during an injection via a deltoid needle the luer became detached from the needle base, causing fluid to leak down the pt's arm. The clinician removed the needle and gave the client the injection into the other arm. No needlestick took place. There was no pt or clinician injury.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.